Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet pump, with extremely high fingerstick glucose readings and visible insulin leakage after loading a new cartridge, traced to attaching the cartridge and connector outside the pump and in the wrong sequence, and the affected component was the cannula/infusion interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem with improper or incorrect procedure or method, with no device problem found. The agent provided troubleshooting and education and arranged replacement supplies, instructing the correct sequence to place the filled cartridge into the pump first and then attach the connector to prevent misalignment and leakage. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.